Event description:
It was reported that the user experienced hyperglycemia after pausing insulin on the ilet pump for a low glucose, consuming an unquantified amount of food without meal announcing, and subsequently resuming insulin delivery when glucose exceeded 260 mg/dl; the user was on an inset infusion set and dexcom g7 continuous glucose monitor (cgm), with a recent supply change. Symptoms included urinary frequency, dry mouth/thirst, sweating, muscle weakness, and lethargy consistent with hyperglycemia. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem related to pausing insulin and not announcing a meal, and user interface involvement, consistent with an improper or incorrect procedure or method. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.

Manufacturer narrative:
Initial.